Manufacturer narrative:
Reservoir fluid loss with inflation issues were reported. There were no connectors received. The ams700 reservoir was visually inspected. No leak was found. There was a leak in the reservoir kink resistant tubing (krt) at the reservoir strain relief junction that was the result of fatigue. The product analysis confirmed the allegation of reservoir fluid loss resulting in inflation issues with the device. The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. The pump performed within specifications. The analysis did not confirm the allegation of reservoir fluid loss or the issues associated with inflation and connector issues as the pump passed all functional testing. Updated to include device analysis.

Event description:
It was reported that due to a reservoir connector disorder the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a pump and reservoir were implanted. It was further reported that the reservoir did not have enough fluid and the patient felt the cylinder did not fully inflate. The issue was noticed two weeks ahead of this surgery and the patient got well after this surgery.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to a reservoir connector disorder the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a pump and reservoir were implanted. It was further reported that the reservoir did not have enough fluid and the patient felt the cylinder did not fully inflate. The issue was noticed two weeks ahead of this surgery and the patient got well after this surgery.